Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device displayed a "ECG disabled" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical singapore. The customer's report was not replicated or confirmed. The device was put through extensive testing including ECG functional testing using a test ECG cable without duplicating the report. The customer was advised to replace their ECG cables as a precaution. The device was recertified and returned to the customer. The ECG cable used during the time of the report was not returned. Analysis of reports of this type has not identified an increase in trend.